Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported ¿double capsule," "capsular contracture (baker grade IV)," and "inflammatory seroma and mastitis of the breast¿. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported ¿double capsule," "capsular contracture (baker grade IV)," and "inflammatory seroma and mastitis of the breast¿. Device has been explanted. This record relates to the left side.